Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a procedure, the first reload with the stapler didn't fire all the way to the end of the staple line. A new reload was used to complete the line however it only fired 5mm down. Finally a new stapler and battery were used with a third reload to successfully fire completely and complete the staple line.